Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified right total hip arthroplasty with small metallic foreign body overlying the medial greater trochanter consistent with history of fractured impactor tip. Reported event was confirmed by review of x-rays provided. The reported device was returned and evaluated. Upon visual inspection the tip of the impactor has been disassembled. None of the disassembled pieces show any fracture damaged. The device shaft shows impact marks along with marks visible on the strike plate. The rear gear does have fractured teeth with some scuffing from use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the inserter tip fractured and the fractured pieces fell into the patient. The surgeon tried to retrieve the pieces, however one piece was not able to be retrieved from the patient. Additional information on the reported event is unavailable.